Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measured approximately 0.46" x 0.10" and was not returned. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. An image of the harmonic ace instrument related to this event was received and reviewed. The image showed the instrument tip with obvious damage at the blade or broken blade.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the user observed the harmonic ace instrument tip was broken. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient. The patient has not returned to the hospital.